Event description:
It was reported that the brady lead was not successfully implanted at the left bundle branch due to lead did not get any depth with burrow and no r- prime wave migration. A new lead was implanted. No adverse patient effects were reported.